Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to erosion. Reportedly, the device moved under the skin and there was something sticking out. There were no additional adverse patient effects reported. The lv lead remains in service.